Manufacturer narrative:
The insulin pump received with detached end cap. Drive support disk was inspected and no anomaly was noted.

Event description:
The customer reported that he dropped his insulin pump and the entire back end cap was loose. The caller stated when he presses the drive support cap down the insulin exits from the tubing. The blood glucose reading was 234mg/dl. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.